Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the sample had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during knee replacement procedure, the device¿s thread broke during closure of the subcuticular layer of the knee. In the beginning, just after taking to "bites¿ the thread broke and could not be used anymore. They removed the other piece of the thread which was still present in the tissue. They took a new device and started again from the beginning in order to complete the case. There was no injury caused to the patient and no medical intervention was required.